Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the viewer to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis (fa), and the reported issue was confirmed and replicated. The fse notes further clarified that error 319 occurred, pointing to the hrsvc. Fa reviewed the error logs in lighthouse and found that error 319 had occurred, confirming the reported event. This error 319 indicated a communication fault with the hrsvc. Upon visual inspection, no issues were found that would be related to the reported event. Fa installed the unit on a golden system and received error 319, indicating a communication fault on the hrsvc, replicating the reported event. Fa aba tested the hrsvc and verified it to be the source of the fault. Based on these findings, failure analysis determined the hrsvc to be the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the surgeon console was not responding. It was verified that the console had power; however, a non-recoverable error was present. A secondary console was brought in from another system to complete the case. A review of the system logs indicated errors on the console viewer. There was no report of patient involvement or reported injury.